Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m91e70. Result: body fluids. The analysis results of the el5ml device found that it was received in good visual condition with a malformed clip within the jaws; the clip was removed in order to perform functional testing. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed three conforming clips and one clip with gap as it could not fully advance into the jaws due to the excessive dried body fluids found on the device. It is possible that the dried body fluids could have prevented to proper feeding of the clip into the jaw, which have caused the clip gap condition found and the reported event of jamming. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure; the device jammed and would not work. It is not known how the procedure was completed. There were no patient consequences reported.